Event description:
It was reported that the patient experienced cardiac tamponade. During an ablation procedure a farawave was selected for use. During the preparation of the catheter, some mild forward-facing flower (planarity issues) could be observed. However, the physician was okay with it and used the catheter, nonetheless. During the procedure however, the planarity of the flower got worse and worse. The physician finished the procedure successfully with this device. Few hours after the procedure it was discovered that the patient had a cardiac tamponade, the patient was fairly stable and a pericardiocentesis was performed on the patient. On the echo it could be seen that all the blood was located around the apex of the right ventricle which is where a pacing catheter was situated during the whole procedure. The patient was admitted to the hospital and subsequently discharged and is expected to make a full recovery. The catheter has been received for analysis.

Manufacturer narrative:
When received at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. The catheter was then functionally tested and investigators found a guidewire could be inserted with no resistance and the catheter successfully deployed to all states without issue. The plane of the splines were measured and the catheter was found to be within specification. Overall, testing did not find any defects or evidence that the device malfunctioned in a way that could have caused or contributed to the cardiac tamponade. Based upon the findings of the product investigation and in the absence of an allegation of performance issues of the device it was determined the patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes but is not limited to: cardiac perforation/ cardiac tamponade/ pericardial effusion".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. During an ablation procedure a farawave was selected for use. During the preparation of the catheter, some mild forward-facing flower (planarity issues) could be observed. However, the physician was okay with it and used the catheter, nonetheless. During the procedure however, the planarity of the flower got worse and worse. The physician finished the procedure successfully with this device. Few hours after the procedure it was discovered that the patient had a cardiac tamponade, the patient was fairly stable and a pericardiocentesis was performed on the patient. On the echo it could be seen that all the blood was located around the apex of the right ventricle which is where a pacing catheter was situated during the whole procedure. The patient was admitted to the hospital and subsequently discharged and iis expected to make a full recovery. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. During an ablation procedure a farawave was selected for use. During the preparation of the catheter, some mild forward-facing flower (planarity issues) could be observed. However, the physician was okay with it and used the catheter, nonetheless. During the procedure however, the planarity of the flower got worse and worse. The physician finished the procedure successfully with this device. Few hours after the procedure it was discovered that the patient had a cardiac tamponade, the patient was fairly stable and a pericardiocentesis was performed on the patient. On the echo it could be seen that all the blood was located around the apex of the right ventricle which is where a pacing catheter was situated during the whole procedure. The patient was admitted to the hospital and subsequently discharged and is expected to make a full recovery. The device is expected to be returned.